Event description:
The home pt (hp) contacted a technical service rep (tsr) and reported an overfill of solution during drain 6 of 6 using the homechoice system. The incident was reviewed over the phone with the tsr, which revealed the hp was in drain 6 of 6 for approx 30 minutes and drained out 4010mls of fluid before advancing to the end of the therapy. Review of the cycler's therapy log revealed the therapy was completed, initial drain - 15mls, last fill volume = 0mls, total fill = 10,346mls, total drain = 12,636mls, average drain time = 14 minutes, total ultrafiltration (uf) =2289mls. Cycler drain logic was reviewed with the hp and the tsr related the hp might have accumulated uf or residual fluid during therapy. No bypasses had been performed during the therapy. The hp indicated that he would contact the dialysis center nurse regarding the uf volume totals. There was no pt injury or medical intervention as a result of this incident. Follow up with the dialysis center nurse (rn) revealed the cycler was programmed for tidal therapy, fill volume = 2300mls, tidal percentage = 85%, tidal volume = 1955mls, total uf = 500mls, last fill volume = 0mls.

Manufacturer narrative:
Baxter requested the device for eval; however, the customer declined to make the device available. The rn does not feel that any cycler failure or malfunction had occurred. Based on a review of all available data, the most probable cause of the overfill was determined to be insufficient drain, caused by the total uf being programmed too low. As a result of this incident, the rn has changed the pt's prescription. The total uf was changed from 500 mls to 1200 mls. Additionally, rn has implemented a tidal full drain every 2nd drain.